Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21 cfr part 803.

Event description:
In this event it is reported that a c-pilot files cc+ sterile file broke during use. The canal was re-prepared and filled with medication. No injury.